Event description:
During follow-up for an unrelated alarm, the patient indicated she had peritonitis. Follow-up information obtained is as follows: the cause of the peritonitis is unknown and the patient has recovered from the peritonitis. The patient is currently on hemodialysis. The nurse declined to provide any additional information regarding the peritonitis, only indicating that the date of diagnosis was (B)(6) 2010 and that the patient's transfer set was replaced after the diagnosis. No further information will be provided.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis episode is unknown the sample was not requested.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-05244 for a description of the other device. This report is for the injection gold probe device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an injection gold probe were used during a hemostasis procedure performed in the stomach on (B)(6), 2010. According to the complainant, the injection gold probe was getting too hot. The endostat iii generator setting was 15, and it was turned down to 10 when the doctor thought the probe was too hot. No errors were noted with the generator; monopolar tests were within tolerance. They did not use an adaptor cord. The procedure was completed without incident with this endostat iii electrosurgical unit. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot (gd875575), with no issues noted during the manufacturing process. Baxter has received similar reports. The root cause investigation is in progress.